Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed and duplicated. Solenoids are slow to respond. This issue will be internally investigated within vyaire.

Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault and ventilator inoperable alarms. The customer performed troubleshooting, but the issue was not resolved. The customer reported transducer calibrations passed. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The issue occurred during patient-use; the customer reported there is no patient consequence associated with the event.